Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that prior to a vitrectomy procedure during set up of the system it was difficult to prime. The nurse managed to prime the system and the surgeon was able to commence with surgery. In the middle of the procedure the system switched back to the prime mode. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able determine that the cassette was the cause of the issue. Based on qa assessment, the product met specifications at the time of release. The customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Additional information provided by the customer indicates their priming issue was a recurring system message (sm) which occurs during setup of the cassette. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Complaints of a similar nature have been received and analysis of these similar complaint samples revealed that the system message code is related to low received signal amplitude (rsa) value. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette and will generate the reported system message code if it decreases below a threshold limit. The consumable cassette¿s manufacturing and assembly process influences the rsa values observed while the cassette is in use. The root cause of the customer¿s complaint could not be established as the sample was not returned for this complaint and there no problem was found with the system. However, information to date from complaints of a similar nature indicates that the cassette¿s manufacturing process is a contributing factor to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).